Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hemodialysis clinic reported once hemodialysis (hd) treatment was started there was blood visible in the dialysate line as well as a blood leak alarm. The blood pump was stopped, and blood was not returned to the patient. The patient was stable and completed treatment on another machine. There was no injury to patient. The machine was bleached twice and tested negative for blood at the dialysate line and the drain line. Additional information was requested but has not been received to date.

Manufacturer narrative:
The complainant mentioned the dialyzer was a f160 and the lot number was ¿17su-01003.¿ this lot number is invalid as it does not exist. An sap search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. No dialyzer product was delivered to the patient¿s dialysis unit in this time frame. As such, an additional sap search was performed to obtain the last delivered lot number with the reported catalog number. As a result, lot number 15nu06006 was found to be the last lot delivered to the customer. A record review was completed for 15nu06006. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A hemodialysis clinic reported once hemodialysis (hd) treatment was started there was blood visible in the dialysate line as well as a blood leak alarm. The blood pump was stopped, and blood was not returned to the patient. The patient was stable and completed treatment on another machine. There was no injury to patient. The machine was bleached twice and tested negative for blood at the dialysate line and the drain line. Additional information was requested but has not been received to date.